Manufacturer narrative:
(B)(4). The analysis results found that the lx207 device was received with the handle coating damaged, otherwise in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. While no conclusion could be reached as to what may have caused the condition of the coating, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: clarification needed, ¿the blue handle is peeled and it can puncture the surgical glove.¿ did the peeled handle coating actually puncture the surgical gloves? Or did the peeled handles just have the potential to puncture the surgical gloves? Was there an actual adverse consequence for the patient? If there was an actual adverse consequence, please describe in detail the adverse consequence that occurred.

Event description:
It was reported that during a myocardial revascularization - cardiac surgery in the dissection of the mammary artery procedure, the clipper is misaligned, forming a cross clip, detaching from the artery. The white handle is peeled. The surgical staff commented that the clipper had already arrived this way (misaligned jaw) from the sterilization plant. Suture was used to repair. There were no adverse consequences for the patient.